Event description:
A customer reported that unexpected rh phenotyping results were obtained on galileo 10280.

Manufacturer narrative:
A review of the image result files for initial testing showed that results appeared as reported by the instrument. However, there was no anti-e reagent added to the test well with the unexpected positive reaction. The customer performed the piptest and noted six failures. An immucor field service engineer verified the reagent pipettor, syringe and valve, and diluter pump. The sample rack was replaced. The piptest and qc were performed and the expected results were obtained. The instrument is operating according to specifications.